Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign objects. Additionally, the plug unit connector was leaking, the distal end of the connection cover had a sharp edge, the bending section cover was cracked and chipped, the connecting tube pocket pouch was scratched, the universal cord was scratched, the control unit angulation was out of specified value and had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the foreign material for either event. We could not specify the cause of the material remained in the device for either event. Device record review: repair history there was no repair history on the subject for either event. We reviewed DHR, confirmed that the device was shipped in accordance with the specifications. The suggested evens are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope¿s air water channel was not working. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle was clogged with a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.